Event description:
Customer reported discordant hemoglobin alc (hba1c) results. A finger stick on the dca resulted in a hba1c of 12.2% whereas a venipuncture reference lab hba1c result was 8.8%. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant hba1c result is unknown.